Event description:
Caller tested 5.2 inr and 3.7 inr on the coaguchek xs system. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).